Event description:
A surgeon reported that a pt was diagnosed with toxic anterior segment syndrome (tass) on the first post operative day following intraocular lens (iol) implant surgery. The surgeon stated there was no sign of infection and the pt was reported to be improving with the use of steroids. Additional information has been requested. This report is for the first medical device associated with this event.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/29/2011, 08/01/2011, 08/02/2011, 08/04/2011 and 08/23/2011 by fax, phone and mail. A completed questionnaire has not be received. (B)(4).